Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had a fall in 2015 and device stopped working. Patient stated was experiencing cramps and pain. Patient stated the device was replaced in 2016. Documented reported event. No further action was taken by patient services. No further patient complications are anticipated or expected as a result of this event.